Event description:
It was reported to boston scientific that during the procedure, the balloon burst at less than 8.5 pressure. The physician completed the procedure with another passport urological balloon dilatation catheter with no patient complications and the patient condition reported as fine.

Manufacturer narrative:
A visual and tactile examination revealed no damage to the shaft of the device. A partial longitudinal tear was visible in the balloon material extending approximately 10mm proximally from the distal balloon bond. A review of the device history record was performed and revealed no anomalies.